Manufacturer narrative:
(B)(4). The complaint rt046 non-vented hospital full face masks have been received and are currently under investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the connectors of two rt046 non-vented hospital full face masks were broken after 7 days of use. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt046 non-vented hospital full face masks were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where the units were visually inspected. Results: both the complaint masks were returned with the retainers and the elbows separated. Visual inspection revealed welding marks all around the retainer and the elbow of both the complaint masks. It was also observed that there was a sticky residue found on the returned elbows and the retainers. Conclusion: the customer stated that the complaint rt046 masks were used for 7 days before the reported event. With the current information, we were unable to determine the cause of the reported event. All assembled rt046 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. Failure to monitor the patient may result in loss of therapy, serious injury or death. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the connectors of two rt046 non-vented hospital full face masks were broken after 7 days of use. No patient consequences were reported.